Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During this testing the unit was able to power on using batteries. When powered on, the led segments on the upper led digits display failed to illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed all leds are all fully functional following measurement testing; however, led segment display (d4) on the system board likely had borderline faulty leds, causing the display to not illuminate. A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues prior to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
It was reported rad-5v display segment is missing. No consequences or impact to patient was reported.